Manufacturer narrative:
H3: the power cord was returned to the manufacturer for analysis. Power cord failed visual inspection due to torn insulation. Power cord was tested by using fluke digital multimeter. Power cord passed continuity test. Physically damaged. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that the replaced the mobile viewing station's power cord and din rail fuse. Check out was preformed after replacement and system passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  while preparing for a case, the system was plugged in, however, it started beeping as if it were running on battery power. They technician went to double check that the system was plugged into the outlet. They saw small sparks coming from the power cable. They unplugged the cable and the system immediately shutdown. They then plugged it back in and they were unable to receive power. Upon further inspection, it appears that the cable was slightly stripped. No patient present.